Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-eval.

Event description:
While doing a surgery, the blade broke in two parts in the pt's body.